Event description:
I entered the patient's room to do a ventilator check at this time. I checked his apnea parameters and started to increase his rate on the screen. After selecting the appropriate number I pressed "accept" the parameter change and the ventilator shut off during ventilation of the patient. At this time, I pulled the ventilator off of the patient and I bagged them with an ambu device that was connected to oxygen with a peep valve. I did not recognize any changes in the patient's parameters and therefore I believed him to be safe. We turned the ventilator on and placed him back. I observed it too be functioning properly at this time and stood on standby in the room while co-workers brought me another.